Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had a patient sample for d-dimer (lot #614895) that measured 0.0 ng/ml. A second measurement also had 0.0 ng/ml result. Customer experienced this same issue with additional patient samples during the previous week but did not provide results for those samples. A second sample from this patient recovered 0.0 ng/ml. Customer also ran 3 random samples for d-dimer which all recovered 0.0 ng/ml. The original sample was run using a biomerieux-minividas and the result was 413 ng/ml. Previous d-dimer result for the patient was 400 ng/ml. Lab uses greiner citrate plasma tubes. No adverse affects were reported. The field application specialist visited the lab and after recalibration and qc, everything was ok. .